Event description:
It was reported that during a procedure of the concentric, mid right femoral artery, the 6.0 x 40 mm xpert stent was deployed without resistance, however, it was noted after deployment that the stent implant struts were broken. The stent remains in the anatomy. A second 6.0 x 30 mm xpert stent was used to cover the broken xpert stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned. The cine images were received and the reviewer stated the image shows a stent in what appears to be the right femoral artery. The mid-proximal portion of the stent appears stretched out and deformed. There is one area in which the strut appears to be discontinuous. The reviewer concluded the image indicates that a section of the stent stretched and deformed and strongly suggests that a strut is fractured. Factors that may contribute to a fractured stent include, but are not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices or challenging anatomical conditions. In this case, no anomaly to the catheter was reported during inspection prior to use. In addition, there was no stent related discrepancies reported at the time of device preparation and initial stent implantation. Although a conclusive cause for the reported stent fracture cannot be determined there is no indication of a product quality deficiency. A review of the device lot history record revealed no nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and no other incidents have been reported for this lot. All self expanding stent delivery systems are inspected for damage during manufacture. Additionally, samples of the units are functionally tested.